Event description:
Called to bedside by rn for high frequency jet ventilator reading "cannot meet pip". Took patient off and bagged to troubleshoot vent, reset and ran circuit check, placed patient back on high frequency jet ventilator. Within a few minutes, "cannot meet pip (positive inspiratory pressure) alarm went off again and then flashed "ventilator fault" patient was again removed from vent and bagged while troubleshooting. Would not let me push "enter" to restart jet, would not restart. Turned jet off and back on, would not restart but continued to say "ventilator fault". Jet pulled and replaced with new machine and new circuit.